Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported issue could not be reproduced. A technical support specialist confirmed that the issue has been resolved. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the pyxis medstation es system showed medication out of stock during removal. The user confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this incident.